Event description:
Hospitalised due to defect flexpen [device failure]. Case description: this spontaneous report received from another country and reported by a medical doctor as "hospitalised due to defect flexpen", concerning a patient (gender and age unknown) treated with novorapid flexpen (insulin aspart) (drug first dose unknown, drug stop date unknown) and novofine 31g 0,25x6mm (needle) for "diabetes mellitus". On an unknown date, a danish doctor reported that one of his pts was hospitalised in another country during a visit. Reportedly, this was caused by a defect flexpen. The overall outcome is reported as "not reported". Samples returned for analysis. Reporter's causality: unknown. Novo nordisk causality: reportable.